Manufacturer narrative:
Patient information is not available for reporting. Date of event reported as (B)(6) 2018; however it is unknown when device malfunctioned. This report is for two (2) unknown screwdrivers/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used a zero-p kit from orthokit and commented that it was absolutely disgraceful. The biggest issue with the kit was that both screwdrivers on the set were completely worn, and as a result he was having to put extra pressure on the screw which he said was dangerous on the neck, where he was operating. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for two (2) unknown screwdrivers. This is report 1 of 1 for complaint (B)(4).